Manufacturer narrative:
20-dec-2017 product investigation results: the reporter returned the toothbrush head on 14-dec-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Heads of the brush heads fly off [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on 27-oct-2017 that the heads of oral-b brushheads, version unknown fly off very quickly. She threw away a brush, and the next brush did the same. No symptoms were reported. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 10-nov-2017 consumer follow-up via e-mail: the consumer reported she tried to scratch off the oral-b logo with a coin. She scratched off the gray color of the logo, but the white oral-b logo underneath remained visible. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Heads of the brush heads fly off [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that the heads of oral-b brushheads, version unknown fly off very quickly. She threw away a brush, and the next brush did the same. No symptoms were reported. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported she tried to scratch off the oral-b logo with a coin. She scratched off the gray color of the logo, but the white oral-b logo underneath remained visible. No further information was provided.